Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A device history record review was performed for the finished device 60000518 number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref # (b(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the hemostatic valve was loose. 10 minutes after using the vizigo in the patient, the valve became was loose but it did not dislodge into or out of the hub. No air entered the patient and no blood return was observed. The vizigo short was replaced with another new one.

Manufacturer narrative:
On 22-jul-2025, additional information was received indicating the brim cap/hub did not become detached from the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).